Event description:
An analysis was performed on the returned handheld and the reported allegation of hardware failure was verified. During the analysis it was identified that the display image was distorted. The cause for the anomaly is associated with a defective display. Once the display was replaced with a known good display, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Event description:
It was reported that the physician's handheld device screen is not working properly as blue horizontal lines are blurring the screen. The picture was reported to look shaky. The physician has not used it for months and had attempted to use it on a newly implanted patient, whose device could not be programmed due to the handheld device issue. A replacement programming computer was provided to the physician but the suspected device has not been received yet.

Event description:
The suspected device was received on (B)(6) 2015. Analysis is underway but has not been completed to date.